Manufacturer narrative:
The clip applier was received, decontaminated and evaluated. The investigation of the clip applier confirmed that the clips can be pulled off a low durometer tube to simulate tissue of a vessel. The jaw gap where the clip is seated was splayed outward, being out of specification. This finding is consistent with the jaws being closed over a solid object during use. Although the jaws may have been closed over a solid object, other than tissue; the root cause of the splaying of the jaws could not be determined. No pt info was provided. A review of the device history record did not indicate any issues.

Event description:
During a lap chole, the surgeon clipped the pt's cystic duct and sent the pt to recovery. The pt required a second surgery to drain bile when it was found that the clip did not hold. The pt is fine. No additional pt info was provided.